Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel of a limb. After a guidewire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 14 atmospheres, the balloon ruptured. No balloon fragments were left inside the patient and the procedure was completed with another of same device. There were no patient complications reported.